Manufacturer narrative:
Non-healthcare professional. Concomitant medical products: w4tr01 ipg, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation caused by the left ventricular (lv) lead. Reprogramming was discussed, and the lead remains is use. No further patient complications have been reported as a result of this event. On 2018-08-20 additional information received noted reprogramming was done, which resolved the stimulation. The patient will continue to be monitored in the current lv vector.